Manufacturer narrative:
(B)(4).

Event description:
A consumer recently implanted for spinal pain reported a loss of therapy. She further reported poor communication screen since implant on (B)(6) 2015. Additionally, she indicated that she started feeling stimulation pulses stopping and starting in the back. She was feeling very little stimulation in the legs. She tried the programmer with and without the antenna and still got poor communication. It was reviewed how to use the recharger and she was able to get coupling. The implantable neurostimulator (ins) icon was about 1/4 full. Patient services informed the patient that they needed to continue recharging and after they had recharged she could turn on the implant. Additional information received from the patient reported the implant showed it was fully charged. She stated that after charging for couple of hours, she did not feel the stimulation pulses anymore. She stopped feeling the stimulation pulses and all that happened on their own. She did not make any contact with her managing physician regarding the issue. If additional information is received, a follow up report will be sent.